Manufacturer narrative:
The catheter has been evaluated and found punctured at 1.5cm from the distal tip. The balloon subassembly was tested for inflation and was not ruptured as reported. (B)(4).

Event description:
It was reported the balloon ruptured during preparation. The device was not used in the patient.